Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "yeast peritonitis". The cause of the event was not reported. The patient was hospitalized for the event. Treatment was unknown. The patient outcome was not reported. The pd catheter was removed. No additional information is available.